Manufacturer narrative:
The 2008k hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Reportedly, during the annual preventive maintenance (pm) on a 2008k hemodialysis (hd) machine at the user facility, the res discovered burnt connectors on the power control board. The res replaced the power supply to resolve the issue. Additionally, the concentrate pump was replaced because of olc test failures, and the heater rod and blood pump rotor were replaced due to physical damage. Following the part replacements, the unit was restored to full functionality. Functional testing performed by the res confirmed that the unit was operating properly. Follow-up provided by the biomedical technician confirmed that the unit has been returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode of burnt connectors. The issue was identified by the fresenius res during an annual pm. Therefore, the complaint has been deemed confirmed.

Event description:
The manufacturer's regional equipment specialist (res) performed annual preventive maintenance (pm) on a 2008k hemodialysis (hd) machine at the user facility. During the pm, the res discovered burnt connectors on the power control board. The res replaced the power supply to resolve the issue. Additionally, the concentrate pump was replaced because of olc test failures, and the heater rod and blood pump rotor were replaced due to physical damage. Following the part replacements, the unit was restored to full functionality. Functional testing performed by the res confirmed that the unit was operating properly. There was no patient connected to the machine at the time of the incident. Follow-up provided by the biomedical technician confirmed that the unit has been returned to service at the user facility without issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The manufacturer's regional equipment specialist (res) performed annual preventive maintenance (pm) on a 2008k hemodialysis (hd) machine at the user facility. During the pm, the res discovered burnt connectors on the power control board. The res replaced the power supply to resolve the issue. Additionally, the concentrate pump was replaced because of olc test failures, and the heater rod and blood pump rotor were replaced due to physical damage. Following the part replacements, the unit was restored to full functionality. Functional testing performed by the res confirmed that the unit was operating properly. There was no patient connected to the machine at the time of the incident. Follow-up provided by the biomedical technician confirmed that the unit has been returned to service at the user facility without issue.